Manufacturer narrative:
The reported field event of sudden eri could not be confirmed in the lab. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found upon receipt, the device was found to be in backup vvi mode. The device was above elective replacement indicator (eri) when it went to backup vvi. The device functionality was found to be normal. The reset event could not be reproduced in the laboratory; hence the cause of the backup vvi remains undetermined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator triggered a sudden elective replacement indicator. Premature battery depletion was suspected. The device was explanted and replaced. Patient was discharged.